Event description:
Per the physician, the patient was explanted due to ¿wound dehiscence.¿more information has been requested, but was not available at the time this report.the patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.